Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The moderately calcified and moderately tortuous target lesion was located in the left circumflex (lcx). A 10mm x 2.50mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the second inflation at 10 atmospheres, the balloon ruptured. The usage of this device was stopped. The procedure was completed with a non bsc device and a different size successfully. No patient complications were reported in relation to this event.